Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) that refilled the pump yesterday noted the reservoir volume was significantly greater than what it should have been. The actual residual volume (arv) was 9-10cc, and the expected residual volume (erv) was 2cc. The reporter was going to assist with troubleshooting on the date of the report. The hcp was going to monitor the patient and wait until the next refill to see if she still had a significant discrepancy. At that time, if she did, then he would perform a dye study. The pump system was being used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.